Manufacturer narrative:
No report of patient involvement. The date of device manufacture currently unavailable. The on/off switch was replaced by the ge healthcare service center.

Event description:
During servicing of the unit at the ge healthcare service center, it was noted that the unit would reboot if the on/off switch was tapped. There was no report of patient involvement.